Event description:
A 23 gauge butterfly collection set lot number 4239993 and 4251949 malfunctioned. There is a hairline crack in the tubing. You cannot see the crack until the blood draw process is occurring. The blood leaks out of the tubing and we cannot fill the tube or the syringe. There were 3 that malfunctioned and these lot numbers were pulled from inventory. This error did reach a patient but did not cause harm, only additional monitoring. The bd rep has been contacted by supply chain analyst to see about getting restocked/replacements for these lot numbers.